Event description:
It was reported that a 58-year-old caucasian female patient underwent a breast reconstruction with two 480cc mentor memorygel breast implants and experienced bilateral cutaneous contour deformity and bilateral breast mass post-operatively. The patient had lumps and dents on both sides. It was also reported that the patient had a rupture on the right side. As a result, the patient is to undergo bilateral explantation on (B)(6) 2024. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity and breast mass. Section d6b. Explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device date of manufacturing was updated to april 26, 2021 in section h4. Manufacturer¿s reference number: (B)(4). The device date of manufacturing was updated to april 26, 2021 in section h4.

Manufacturer narrative:
On march 27, 2024, mentor received additional information regarding the patient's replacement device. It was reported that the patient's replacement device was a mentor breast prosthesis with serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 15, 2024, mentor received additional information regarding the patient's diagnosis and experience. It was reported that the patient underwent fat grafting on (B)(6) 2022. In addition, it was reported that the patient also had a breast cyst and soft tissue necrosis on the left side. The patient had an MRI due to concern for palpable nodules within the breast, which were noted to be oil cysts consistent with fat necrosis. On april 18, 2024, mentor received additional information regarding the patient's diagnosis and experience. It was reported that the patient also experienced lymphadenopathy and had late onset seroma on the left side. Reason for device explant and/or reoperation: cutaneous contour deformity, breast cysts, soft tissue necrosis, lymphadenopathy, and late onset seroma. Coding in section h6 has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).